Manufacturer narrative:
The device has not yet been returned for analysis. The evaluation of the device is pending. Once the investigation is completed, a supplemental report will be submitted. Daybreak case number: (B)(4). The manufacturer internal reference number is: (B)(4). .

Event description:
It was reported that the patient woke up with a small piece of plastic in her mouth, which broke from the lower right-side tray near the molars, where the tray is cracking. The device was delivered to the patient on (B)(6) 2025 and was first used on (B)(6) 2025. The patient reported the issue and stopped using the device on (B)(6) 2025. The patient didn't suffer any harm/injury, and no medical intervention was required. The device was cleaned with foam and an ultrasonic cleaner by the patient.

Manufacturer narrative:
No physical device was received; a visual investigation was performed per pictures provided and the results are as follows: DHR results: DHR was reviewed by daybreak. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: customer did not return the reported device for investigation to date. However, the non-visual device investigation has been completed. Root cause description: the root cause could not be determined. A potential root cause for the tray fracturing could be due to the fracture not being noticed prior to the device being used and this could have made the fracture more apparent once the device was in use. Daybreak case number: (B)(4). The manufacturer internal reference number is: (B)(4).